Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. If the eli 380 device does not connect to the wireless network, the device is unable to transmit or receive EKG¿s. Based on an analysis of the risk file, a failed connection on an eli380 may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction. Technical phone assistance was provided. It settings were reviewed. Reload of firmware by hard reset was recommended. Wireless network issues were resolved. Based on this information, no further action is required at this time.

Event description:
It was reported that the eli380 failed to connect to the network. This report was filed in our complaint handling system as complaint # (B)(4).